Event description:
It was reported to baxter (B)(4) that a multi-rate infusor lv250 device was leaking between the luer and a filter after filling. The device was infusing an unknown patient with 60 milliliters morphine hydrochloride and 18 milliliters saline when the leak was observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.